Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
The patient reported that "77" was displayed on the screen of his infusion device. He stated that his infusion device had been in stop mode and when he attempted to place the infusion device into run mode to give himself a bolus "77" was displayed. The patient was using a recalled power pack (length of use unknown). The power pack in use was expired. The patient was instructed to insert a corrected power pack and his infusion device functioned properly. He was then able to successfully complete a bolus. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or secondary party to address the issue. No product will be returned for evaluation.